Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading. However, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 40 mg/dl, and the meter bg reading ranged from 405-420 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose and was "high" (specific value was not provided). With high ketones. Bg was addressed via manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.